Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant elevated troponin I result is unknown. No samples were made available for siemens investigation. There is no indication of malfunction for the dimension tni assay nor are there indications of instrument malfunction. Qc remained within laboratory ranges. The pattern of discrepancy between the repeatable, elevated tni result on the dimension exl, a similar elevated result with the same methodology on the dimension vista, and a negative result by an alternate methodology is suggestive of sample non-specific heterophilic antibody binding. The instructions for use for the dimension exl loci® tni flex® reagent cartridge states: patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution. The device is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated troponin I (tni) result was obtained on a patient sample on the dimension exl system. The result was reported to the physician. The patient was retested at an alternate facility with a different methodology (non-siemens). A lower result was obtained. There is no indication that patient treatment was altered or prescribed on the basis of the falsely elevated troponin I (tni) result. There was no report of adverse health consequences as a result of the falsely elevated troponin I (tni) result.